Event description:
Report received on an independent rate change. The device was returned to the user facility's biomedical engineering department from the emergency department with an unsigned note stating: "pump giving error code." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing, the biomedical engineer found that after the control knob was turned to the rate position and the quickset/titrate key and the up or down arrow keys were pushed together and released, the numbers continued to scroll up or down. There were no reports of any adverse patient events while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional information.